Manufacturer narrative:
The proximal of the intermediate branch had been blocked by the detached portion of the device. Patient has left hospital and current status cannot be confirmed. Device analysis: as received, the proximal joint measured approx. 157.7cm from proximal end of wire. The end of the broken spring is approx.163cm from the proximal end of the wire. Distal end of core wire shows the distal solder 2cm from the end of the wire. The distal end of core wire measures .0028¿ od. Overall length measures approx. 179cm indicating that approx. 1cm of the core wire, distal spring and distal solder tip is missing and not received for analysis reportedly remaining in the patient. Sem analysis conclusion: the intuition steerable guide wire has been evaluated: on the remaining distal tip of the core wire it appears to be a bending related fracture, an acute bend at the very tip.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use the intuition guide wire to treat a lesion on the middle part of lad with 90% stenosis. The lesion exhibited slight calcification and tortuosity. No abnormity was noticed during inspection of the device prior to use. Pre-dilatation was performed. During the operation, the wire did not cross the lesion and it is reported that when retracting the intuition guide wire, the device fractured and the fractured part was retained on the distal of intermediate branch. The physician tried to use another guide wire and extract the fractured part however when it was retracted to the proximal stenotic area of the intermediate branch, the fractured part was blocked and could not be taken out. After the surgery, patient's heart failure became more serious and was sent to ICU for emergency rescue. Patient was treated with iabp in ICU and remains under observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.